Event description:
One pt with discrepant potassium results. Initial result gave 5.3 mmol/l; repeat gave 4.0 mmol/l. Erroneous result was not reported. The field service representative determined the cause to be sample probe was out of adjustment and cleaned and adjusted both ise units. Performance tests performed and within specifications.